Event description:
A complaint of difficulty charging the patient's implant was reported. A boston scientific representative performed device evaluation and recommended ipg replacement. The patient underwent a revision in which the implant was replaced.

Manufacturer narrative:
This is the initial report.